Event description:
During follow-up, loss of capture was observed on the device. The device was reprogrammed. The patient was stable and will continue to be monitored. There were no adverse consequences.